Event description:
It was reported that the device logged several event codes in the memory and was unable to deliver defibrillation therapy. There was no pt use associated with the event.

Manufacturer narrative:
(B)(4). Follow up with the customer confirmed that the facility biomed replaced the therapy pcb and biphasic pcb assemblies to observe proper device operation. Following functional and performance testing, the device was returned to service for use. The device or removed assemblies were not returned to physio-control for analysis. Hence, further investigation on the cause of issue is not possible.